Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported no display on the monitor on the alinity ci-series processing module. The customer found the hdmi port appeared to be heat-deformed/showing signs of having melted. No impact to patient management or user safety was reported.

Event description:
The customer reported no display on the monitor on the alinity ci-series processing module. The customer found the hdmi port appeared to be heat-deformed/showing signs of having melted. No impact to patient management or user safety was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the hdmi port showed evidence of melting. The alinity, uic h was replaced to resolve the issue. Issue resolution was confirmed with verification procedures and passing qc runs. Instrument service history was reviewed and found no additional tickets associated with smoke. Device history review of the alinity, uic h did not identify any non-conformances or potential non-conformances. A complaint search for the alinity, uic h did not identify any trends related to the complaint issue. A review of tracking and trending of the alinity ci-series scm did not identify any trends with regards to the complaint issue. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the alinity ci-series scm, (B)(6), or the alinity, uic h. Corrected information in section a. As there was no patient involvement or impact to user safety, the fields were update to na.